Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. (Left) a manufacturing record evaluation was performed for the finished device 5806429 number, and no non-conformance's were identified. Manufacturing date: 25/feb/2008, expiration date: 23/feb/2013. (Right) a manufacturing record evaluation was performed for the finished device 5909463 number, and no non-conformance were identified. Manufacturing date: 15/may/2009, expiration date: 14/may/2014. Reason for device explant and/or reoperation: n/a. Manufacturers reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast prosthesis implantation surgery with two 300cc mentor memorygel breast implants, suffered capsular contracture (baker grade unknown) on an unspecified breast, post-procedure. Since mentor is currently not aware which breast has the complication, both the right and left device's information will be provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware of the following additional information: the date of event was (B)(6) 2010, the patient was 35-years old, the patient is not hispanic/latino, the patient is caucasian, the patient actually suffered bilateral breast capsular contractures (baker grade iii), and underwent bilateral capsulectomy, and bilateral removal on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Capsular contracture on the right breast will be reported under mrn: 1645337-2021-10579. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).